Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing. It was also reported that the right ventricular (rv) lead exhibited possible oversensing during an unrelated procedure causing the implantable pulse generator (ipg) to exhibit possible electromagnetic interference. It was also reported that the ipg exhibited a possible malfunction/erratic pacing. The ipg, rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.